Event description:
Spinal failure in laboring patient. Patient experienced incomplete anesthesia. This is the 3rd report in one week, first where product information was available. Possibility of physician technique but highly experienced mda's involved, different procedures, kit is a replacement from standard kit used.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: anesthesia conduction kit. Device lot #: for type of device: anesthesia conduction kit.

Event description:
Spinal failure in laboring patient. Patient experienced incomplete anesthesia. This is the 3rd report in one week, first where product information was available. Possibility of physician technique but highly experienced mda's involved, different procedures, kit is a replacement from standard kit used.